Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a f/u report will be submitted.

Event description:
It was reported that the device had a speaker problem "especially during alarm". Customer reported that there was no error code given and the sound that displayed was distorted. It was also reported that the device is able to engage in patient monitoring. There was no patient involvement.